Manufacturer narrative:
An event regarding a periprosthetic fracture involving an anato stem was reported. The event was not confirmed. Device evaluation and results: could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: the reported device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient status post left hip done on (B)(6) 2015 now has a periprosthetic fracture. The surgeon requested to use the restoration modular system. The surgery was performed through the posterior approach. The primary stem was removed and a restoration modular hip stem was implanted per surgical technique. Cables were also applied to stabilize the fracture. Satisfied with the construct, stability and leg length the final implants were impacted and the surgical site closed. The operation was performed without incidence.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient status post left hip done on (B)(6) 2015 now has a periprosthetic fracture. The surgeon requested to use the restoration modular system. The surgery was performed through the posterior approach. The primary stem was removed and a restoration modular hip stem was implanted per surgical technique. Cables were also applied to stabilize the fracture. Satisfied with the construct, stability and leg length the final implants were impacted and the surgical site closed. The operation was performed without incidence.